Event description:
During sample evaluation of a returned bag of accusol, a visual inspection was performed and solution was observed in the over-pouch (leak). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and the product did not meet specifications. Upon conclusion of the investigation, the reported problem was verified, and the cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.